Event description:
No additional information.

Manufacturer narrative:
Correction: (b.3.) Date of event. Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not received for inspection and analysis, the abnormal condition of the connector could not be identified. Therefore, the root cause of the complained defect could not be determined. The factory will continue to monitor this type of defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, in ward 4, a nurse placed a closed-system, needle-stick-resistant intravenous catheter on a patient and secured it properly. During infusion, leakage was detected at the connection point between the IV set and the catheter hub, preventing fluid administration. Inspection revealed damage at the catheter hub. The catheter was immediately replaced with a heparin cap, allowing infusion to continue. No harm was caused to the patient.